Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump ¿ceases to work at some points.¿ there was no additional information available for this complaint. Attempts to contact the reporter were made with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:a during testing, the rewind, load, and prime sequences were performed with no errors, alarms, or warnings. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.